Manufacturer narrative:
Device evaluation summary: electrode belt sn (B)(4) was not returned to the manufacturer. No equipment deficiencies were alleged against the device. Evaluation method: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had skin irritation caused by the lifevest. The patient's daughter reported that the patient had blisters under the therapy electrode cable. A burn mark on the patient's skin was also alleged. The patient consulted his physician and decided to end use of the lifevest. Follow-up indicated that the patient had ended use of the lifevest, and that his skin irritation was improving.